Event description:
The day after an injection with bovine collagen in the perioral rhytides, the pt developed redness and itching at the injection sites. The physician prescribed hydrocortisone cream and prednisone, 50mg. Qam for one week. Intervention was minimally effective.